Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was down and a message on the screen stated that the drawers were offline. A technical support specialist (tss) walked the customer through restarting the cabinet using the power switch and restarted all in one (aio). The tss checked and verified in the populate buttons screen that there were no failed drawers. The customer able to complete a cycle count and issue the items. The customer authorized closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the cabinet was down. The customer stated that a message on the screen indicated that the drawers were offline, and they were unable to log in to issue medications. As a result, the user could not dispense metoprolol succinate ER 25 mg tablet or prednisone 5 mg tablet from the device. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.